Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity and cerebral palsy. It was reported that the patient's pump had been "acting up" for the last 6 months, relative to (B)(6) 2019. The patient had had dual-energy x-ray absorptiometry (dexa) scans previously done. He had been to the doctor several times. No symptoms were reported. There were no further complications reported at this time.